Event description:
Boston scientific received information that the helix on this right ventricular (rv) lead did not extend more than 1 millimeter after 10 turns. The turns were performed at 1 turn per second. Additionally, the impedance measurements were greater than 2000 ohms. As a result, the lead was not successfully implanted. This patient was not pacemaker dependent. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The helix not extending was confirmed by analysis as the helix was stuck and dried blood was observed in the tip region of the lead. The out of range impedance measurements could not be confirmed as the lead was confirmed to be electrically continuous.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.